Manufacturer narrative:
H3: product analysis found visually, the inner shaft was dislodged and not returned, and there was deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.355 inches in the deformed area which was out of specification. There were traces of wear on the hub bushing. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the first m5 handpiece did not work when attempted to test it before the patient arrived in the operating room, it was unresponsive when the foot-pedal was engaged. Also noticed that the proximal plastic piece of a bur was stuck inside the second m5 handpiece. Another handpiece was used to complete the procedure. There was no patient involvement. As per the analysis of the m5 handpiece, broken bur was stuck in the housing of handpiece.